Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was non-functional. The rear response button cable was unplugged. The root cause of the non-functional response button was the rear response button cable unplugged. No adverse event resulted from the damaged monitor.